Event description:
It was reported that the patient experienced incontinence again due to the artificial urinary sphincter (aus) presented fluid loss. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).